Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
While in use on a patient, the tube could not be disconnected from the ambu respiratory bag. Another tube and bag were used. There was no patient harm.

Manufacturer narrative:
A visual inspection of the returned sample was performed verifying all the components were assembled according to manufacturing process. Damage was observed in the sample which would have been detected immediately in the manufacturing process. Measurements and functional testing performed on the sample confirmed it to be within specifications. The reported issue could not be duplicated. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
While in use on a patient, the tube could not be disconnected from the ambu respiratory bag.